Manufacturer narrative:
(B)(4). Date sent: 5/1/2024. D4: batch # 654c52. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60g reload present. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed and shows that after the first successful clinical firing, the device was opened, and closed (40 seconds later), and then there were multiple. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Device history review: a manufacturing record evaluation was performed for the finished device batch number 654c52, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/14/2024. D4: batch # 654c52. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60g reload present. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed and shows that after the first successful clinical firing, the device was opened, and closed (40 seconds later), and then there were multiple ("fire_attempt_after_transection_no_unclamp") events. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 654c52, and no non-conformances were identified.

Event description:
It was reported that during a thoracotomy lobectomy procedure that on the second attempt to fire the device it would not fire. The battery was removed and reinserted but still would not fire. This was repeated a couple times before opening a second device to continue with the procedure. No staples were deployed and the knife did not advance. The home button and/or manual override was not needed to remove the device from tissue. There were no adverse consequences for the patient.